Event description:
According to the reporter, the patient experienced chest pain after the procedure. The patient had limited intake during their the procedure and treated with gi cocktail, tylenol, advil, levsin for chest spasms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.